Manufacturer narrative:
Additional information: annex d code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one euphora balloon catheter, deflation and removal difficulties were encountered. The device was being used to pre-dilate a lesion when the issue occurred. Difficulty was experienced removing the balloon following balloon inflation and the balloon was unable to be removed from the artery. It appeared that the balloon did not deflate to its original shape which preventing it from penetrating the lesion. The issue occurred during an angioplasty procedure. The lesion being treated had stenosis. The device was inspected prior to use and negative prep was performed with no issues. The device did not pass through a previously deployed stent. The event led to extended hospitalization. The patient remains in hospital.